Event description:
Patient was implanted with a synchromed pump and catheter, date unknown. Patient experienced "no drug(morphine)infusion anymore" per foreign hcp. Telemetry worked. The pump was explanted on 02/17/1999 and returned to the manufacturer for analysis. No further patient details could be obtained.